Manufacturer narrative:
The patient call back to report that she was not in hospital for an urgent care visit.the returned product was evaluated and performed as designed. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The root cause of the alarm could not be determined conclusively. No product defect or deficiency that would have contributed to the reported hyperglycemia was found.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ER visit. An alarm is a safety feature and not a malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 alerts and alarms 10 / page 127. Warning: when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this. Due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm. Deactivate and remove the active pod (see chapter 5, using the pod). Activate and apply a new pod (see chapter 5, using the pod).

Event description:
The patient reported she had a pod error hazard alarm resulting in an emergency room visit. The pod was worn between 4 and 24 hours. She did not provide any further information regarding the ER visit or her treatment.